Event description:
A surgeon reported a pt with tags on capsulotomy after femtosecond laser treatment of the left eye. Reporter indicated when completing the capsulorhexis, a posterior tear occurred which required a vitrectomy. Add'l info from reporter indicated the planned intraocular lens was implanted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).